Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that unexpected resets occurred intermittently. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed with a bolus via the pump. Customer reloaded the cartridge and successfully resumed insulin delivery.